Event description:
No additional information.

Manufacturer narrative:
Investigation result: one 2000e china sample was received in opened packaging from lot 24026417 for investigation. No residual fluid was present and no connecting product was available to aid the investigation. The customer reported "found that it would not vent when connecting the connector and would not go fluid." Additional information states that the connecting product was a "henan shuguang huizhikang" infusion set. The returned sample was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and no restriction or occlusion of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24026417 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: when the pediatric department reported the puncture, it was found that the air could not be exhausted when the connector was connected, and no fluid flow was found. Additional information received from the customer: please confirm if the affected sample is a 2000e or 2000e china product? 2000e china. Please confirm the lot number? 24026417. How was the fault identified? It was found that the air could not be vented during operation. Please confirm when the fault is detected during perfusion or infusion? If during the infusion, for how long? The infusion has not been started. Please confirm the brand and model of the connected product? Infusion set brand: henan shuguang huizhikang, disposable infusion set with needle (available). Please confirm that there are any visible damage on the kit - such as cracks, flashes or deformation of the pistons? Not. Please confirm what substances are injected during the event? Saline. What does "piercing" mean? Is the component entered with a needle and then reused? Not.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.